Event description:
Boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion and was replaced with another boston scientific crt-d. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling.

Manufacturer narrative:
The device is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.